Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter which resulted in the pump battery fully depleting and the pump shutting off. The pump was able to be charged to 100% using an alternate usb wall adapter. Replacement wall adapter sent to customer. Additionally, the pump touchscreen was frozen and unresponsive. Reportedly the customer continued to use the pump for insulin therapy. The customer's blood glucose was 154mg/dl.